Event description:
The customer reported that after the needle was inserted and the device turned on, it was noted that bubbles occurred about 4cm from the tip of needle. The needle was replaced with a new needle. The procedure was completed without further problems. Initial evaluation of the incident needle found the insulation was damaged and the electrode failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.